Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (three live births (B)(6)), cesarean section in (B)(6) and alcohol use. Previously administered products included for an unreported indication: allergy codeine. Concurrent conditions included left lower quadrant pain. Family history included asthma (father), hypertension (father) and diabetes (father). Concomitant products included anaesthetics (anesthesia), esomeprazole magnesium (nexium) and famotidine (pepcid). In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma /cancer: type:cysts"), weight increased ("weight gain"), abdominal pain ("abdominal area pain (varied - mild - severe)") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, essure extraction, culdoplasty, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the dyspareunia, cyst and weight increased outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, cyst, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. On unspecified date, patient had performed ultrasound in the emergency department showing a 4.5 cm complex cyst on the left ovary. Most recent follow-up information incorporated above includes: on 24-jan-2018: plaintiff fact sheet and medical records, new reporter, patient demographic, lab data relevant history product indication, new events dyspareunia painful sexual intercourse, tumor teratoma cancer type cysts, weight gain, abdominal area pain varied mild severe and did not undergo an essure confirmation test, concomitant medication nexium were added. Pepcid, essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, essure extraction, culdoplasty, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.